Event description:
It was reported that the patient's left ventricular (lv) and right ventricular (rv) lead had shown insulation abrasion in the pocket during a device replacement. The lv and rv lead were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 8042b ipg, implanted: (B)(6) 2010; 419588 lead, implanted: (B)(6) 2010; 5076-45 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
The rv lead was also noted to have high thresholds.

Manufacturer narrative:
(B)(4).